Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('hemorrhages') and ovarian neoplasm ('tumoral cysts on ovaries') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen sodium (ibuprofen). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), intermenstrual bleeding ("metrorrhagia"), headache ("cephaleas"), inflammation ("inflammation on belly"), back pain ("constant lumbar pain"), fatigue ("chronic tiredness"), amenorrhoea ("absence of menstrual periods"), anxiety ("anxiety attacks") and adverse reaction ("she is suffering the secondary effects") and was found to have ovarian neoplasm (seriousness criterion medically significant). At the time of the report, the genital haemorrhage, ovarian neoplasm, intermenstrual bleeding, headache, inflammation, back pain, fatigue, amenorrhoea and anxiety outcome was unknown and the adverse reaction had not resolved. The reporter considered adverse reaction, amenorrhoea, anxiety, back pain, fatigue, genital haemorrhage, headache, inflammation, intermenstrual bleeding and ovarian neoplasm to be related to essure. The reporter commented: all the events were considered as related by consumer. This case is the response of a petition for signatures requested by a consumer and published on change.org. The patient commented is suffering the secondary effects. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-mar-2022: nullification: with follow up information received via lawyer this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. This spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had hemorrhages and tumoral cysts on ovaries. Event hemorrhages, interpreted as genital bleeding, is listed in the reference safety information for essure; tumoral cysts on ovaries is unlisted. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the event hemorrhages, a causal relationship with essure cannot be excluded. Considering the nature of the event tumoral cysts on ovaries and the local effect of essure in the fallopian tubes, a causal relationship between this event and essure was assessed as unrelated. Non-serious events were also reported. This case was not regarded as incident, since neither hospitalization nor intervention to prevent permanent damage related to the device was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.